Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a pacemaker replacement with an eno dr (s/n: (B)(6) was performed on (B)(6) 2026, and the procedure was completed without any issues. However, during a pacemaker check conducted on (B)(6) 2026, ventricular pacing failure was observed. The impedance could not be measured, and no device episodes were recorded. Subsequently, after confirming with a clinical engineer, it was verified that pacing failure had been observed during the night of (B)(6) 2026. On the evening of (B)(6) 2026, a temporary pacemaker was implanted in the patient. Telemetry conducted immediately prior to the insertion of the temporary pacemaker revealed noise on the intracardiac electrogram of the ventricular lead. The sales representative obtained information from the distributor that there was a possibility of a lead fracture and that the system might be replaced with a leadless pacemaker. A re-intervention was performed on (B)(6) 2026. The eno dr device was explanted and replaced with a medtronic leadless pacemaker. When the lead was measured using a psa during the explant of the eno dr, no abnormalities in impedance or other parameters were observed. However, the distributor reported that after connecting the eno dr and the lead several times and measuring, impedance values exceeding 3,000 o were recorded. The a and v leads were capped and left in the body.